Event description:
Customer reported an over infusion of heparin. A pump was programmed to infuse at 17 ml/hr (std concentration 100 units/ml). Infusion was started in the ed at 1055. Pt's baseline ptt=23. At 1200, pt was taken for a CT of chest and the heparin infusion was moved to a different pump. The user programmed the new pump as "new pt' - no" and the infusion parameters from previous infusion were restored. At 1430, nurse noticed heparin gtt running at 110ml/hr, and pt had received at 30,000 units of heparin, gtt was discontinued. At 1440 ptt was >280 seconds. At 1833, ptt had decreased to 58.9 seconds. On (B) (6) 2009, pt begun on coumadin 10mg for anticoagulation for a fib. No bleeding events noted during hospitalization, no harm to pt. No further info was available.

Manufacturer narrative:
(B) (4). The device was not sequestered by the facility. The device serial number was not identified and the reporter declined any further investigation confirming the event was due to a user programming error. Add'l training will be provided to the staff.